Manufacturer narrative:
Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test due to some problem in the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery only lasts for 6 days. The customer¿s blood glucose level was unknown at the time of incident. No further troubleshooting was performed. The insulin pump will be returned for analysis.